Event description:
Patient was in catheterization lab undergoing coronary arthrectomy of the right coronary artery. During the 5th run, the burr went through the wall of the artery with evidence of vessel perforation. The patient remained hemodynamically stable. The burr was removed and operator found the end of the wire had separated from the main body of the wire. Operator passed another wire into the vessel, ballooned the perforation and after multiple inflations and reversal of anticoagulation, the perforation seemed to have sealed. It did not appear to be a through and through perforation. The site was then stented with no further leak. With dilatation of the distal right coronary artery, it was hoped the loose segment of the wire would migrate distally, but this didn't happen. The right coronary artery had good flow so the procedure was stopped. The patient was transferred back to the ICU in critical, but stable condition.